Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the device cracked on lower left front corner of top case. Results of the pump event history log review showed primary audible alarm background (bgnd) test found in event history. The technician performed infusion/occlusion test and was unable to duplicate customer reported problem nor determine the root cause. There was no external damage or contamination to interconnect board or speaker found. The technician replaced speaker and interconnect board as preventative measure and glued connector flex cable. Performed power up process and cleaned, greased and calibrated the device. The device passed all the functional test.

Event description:
It was reported that a primary audible alarm background (bgnd) test was displayed. No patient injury was reported.